Manufacturer narrative:
Refer to field for the results of the imaging evaluation. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.

Manufacturer narrative:
UDI for rlt231416 gore® excluder® trunk-ipsilateral leg component: (B)(4). UDI for plc181400 gore® excluder® contralateral leg component: (B)(4). The review of the manufacturing paperwork verified that the lots nvolved in this event met all pre-release specifications.

Manufacturer narrative:
UDI for gore® excluder® contralateral leg component plc181000: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2014, this patient underwent endovascular treatment for an aneurysm of the right common iliac artery and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, imaging identified a defect in the graft material of the plc181000 contralateral leg component on the right, which was likely caused by plaque in an area presenting with major tortuosity. There appeared to be contrast medium in the aneurysm sac corresponding through a passage in the lesion, causing an aneurysm enlargement. The aneurysm was reported have grown in size by 10 mm. On (B)(6) 2017, the plc181000 component was relined with another plc201200 contralateral leg component to repair the defect. The final angiogram showed that the leak had been excluded. The patient tolerated the procedure.